Event description:
The patient was 70kg was given 21,000 units of heparin before an act of greater than 250 seconds was obtained. Anti xa and act sent of same sample at 0919. Anti xa was greater than 2 and act 271. The therapeutic range for act = 0.3 -0.7 indicating the patient was over-anticoagulated despite act barely therapeutic. This has been intermittently happening over the past month. On [redacted], the [redacted] cath lab identified unexpectedly low act results despite standard weight-based heparin dosing. Switching brands of heparin between sandoz, fresenius kabi, or meitheal did not correct the issue. When a second I-stat device with a different cartridge lot was used, the same blood sample produced act values that differed, raising concerns about cartridge performance rather than heparin. The team traced the problem initially to I-stat cartridge lot# r25311, which was subsequently removed from circulation and reported to abbott. However, additional cartridge lots (#r25326) also produced abnormally low act values, alongside reports of post-procedural access site bleeding. These findings led to removal of lot #r25326 and introduction of lot # r25343, but low act values persisted. The hospital continues to work with abbott to sort out the cause of the underreported act values.